Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the fenestrated bipolar forceps instrument had a broken conductor wire. The instrument was removed and replaced with a backup. Following this, the customer continued with the procedure without further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the color of the broken cable was silver, and the damage occurred intraoperatively. The cable was partially broken, and no fragments fell inside the patient. There was no arcing observed and no collisions of instruments or tools. There were no issues with removing the instrument from the cannula.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction(s): d4. Lot number: k12240418 0168. H8. Was updated to initial use of device.